Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. Customer decline troubleshooting for no delivery. Customer changed the whole set but the issue reoccurred. Customer cannot recall their blood glucose reading. The set will be returning for analysis. The insulin pump will not be returned for analysis.